Event description:
The dentist reported that unknown abutment screw fractured. The dentist was able to remove the fractured piece from implant.

Manufacturer narrative:
Upon visual inspection, the unknown abutment screw was fractured. The complaint was confirmed. The top part of the screw attached with a crown was returned for review. The bottom part of the screw was not returned. The part and lot numbers were not provided; therefore, a device history record review could not be completed. A definitive root cause has not been determined.